Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a pacing lead the physician was unhappy with test parameters. The helix could not be retracted after many attempts. To avoid forcefully removing the lead the lead was capped and replaced. No patient complications have been reported as a result of this event.